Manufacturer narrative:
Result of investigation: the reported customer complaint was confirmed and duplicated by vyaire medicals failure analysis team. This is isolated to faulty sensor. This is a known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46. Main pcba will be scrap per 1501-089-000-swi failure investigation.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed high rate, high pip, xdcr fault and low ve. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.